Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that driveline fault alarms occurred. An issue was suspected with the percutaneous lead (driveline). X-rays of the driveline were unremarkable. A driveline replacement was successfully completed. The patient was asymptomatic. No further information was provided.